Event description:
Caller reported a cartridge alarm occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer will receive a replacement pump with updated software, and cts instructed them to put the current pump into storage mode before returning it to tandem using a pre-paid label. The customer understood and acknowledged these instructions and currently does not have backup therapy available but plans to consult their healthcare provider.